Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The power consumption was higher than expected when right atrial (ra) lead pacing was active. Gate oxide defect within the integrated circuit was suspected. Device replacement was recommended. This crt-p was replaced and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported premature battery depletion of the device. Subsequently, this device was explanted and replaced.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The power consumption was higher than expected when right atrial (ra) lead pacing was active. Gate oxide defect within the integrated circuit was suspected. Device replacement was recommended. This crt-p was replaced and returned to boston scientific for analysis. No adverse patient effects were reported.